Manufacturer narrative:
The removed blower motor assembly and motor controller (mc) pcba were returned to failure investigation (fi) laboratory. A visual inspection revealed no evidence of damage or contamination. The blower spins freely. The fi technician installed the blower motor assembly and motor controller (mc) pcba into a fi ventilator to duplicate the reported issue. The customer's complaint was not verified. No fault was found. Both parts passed all testing.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device alarms blower temp high 1122 error message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verified ip and confirmed 1122 error in dprta log. Verified cooling fan is functioning correctly. The fse replaced the mc pcba and blower assembly and verified functions. The unit successfully passed all t&v and is approved for use.